Manufacturer narrative:
Zoll has not yet received thethermogard console for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A patient was hospitalized post cardiac arrest. A zoll catheter was inserted into the right femoral vein by an experienced physician. The insertion was smooth. No other temperature management procedure was performed. The patient temperature prior the start of the treatment was 36.4 degree celsius. The target temperature was 33 degree celsius. During treatment, an air trap alarm was observed and fluid were noted in the air trap holder and on the floor due to damaged start-up kit (suk) air trap. The saline bag was also noted to be empty. The issue was noted at 33 degree celsius and approximately 12 hours after the insertion of the catheter. The start-up kit (suk) was replaced and treatment was resumed. No patient consequences were reported.

Manufacturer narrative:
Replacing the start-up kit (suk) cleared the air trap alarm. No further testing was required. The thermogard is working as intended for use. Therefore, this event was downgraded to a non-reportable complaint.